Event description:
It was reported that during routine device interrogation, there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) after battery longevity measured at 16%. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was retained by the hospital.

Event description:
It was reported that during routine device interrogation, there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) after battery longevity measured at 16%. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service no adverse patient effects were reported.